Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touch screen was frozen on the load screen and the customer was unable to clear it. Reportedly, the customer resolved the issue and successfully loaded the cartridge and completed the load process. Customer's blood glucose level ranged from 138 mg/dl to 149 mg/dl.